Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. Heterophile testing at beckman coulter customer product line support (cpls) laboratory demonstrated the presence of interfering substances since at least one of the heterophile blockers used in the test significantly lowered the signal. In conclusion, the investigation demonstrated that patient interference is the cause of the falsely elevated troponin I results. It should be mentioned that heterophile antibodies interaction is well known in the literature. Even though the occurrence of such interference is very low, a statement is added in beckman coulter's limitations section of the instructions for use (IFU): "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies." Towards a better understanding of heterophile (and the like) antibody interference with modern immunoassays stanley s. Levinson, james j. Millera background: heterophile antibodies interfere with immunoassays. Understanding the nature and characteristics of these antibodies provides a format for better identifying and removing them. Growing evidence suggests many of these antibodies are natural antibodies. Very large number of tests are being performed with automated analyzers and there has been a problem with misdiagnosis due to interference. New commercial agents for blocking heterophile antibodies have been developed. Methods: review of the immunology and methodological literature with critical interpretation of the findings. Conclusions: heterophile antibodies consist of natural antibodies and autoantibodies. Both types are usually weak antibodies that interfere by noncompetitive mechanisms. Based on very strong circumstantial evidence, we propose that natural antibodies account for most interference with automated immunoassays. In terms of false positive results, the interference rate is very low, about 99.95% accuracy. Specific blocking agents have some theoretical advantage over nonspecific blocking agents, but in actual practice, the very low false positive frequency makes it difficult if not impossible to statistically compare blocking agents or other assay modifications with adequate statistical power. In the absence of a technique that lends itself to automation for removing all immunoglobulins, it appears that infrequent heterophile interference cannot be avoided. 2002 elsevier science b.v. All rights reserved. Interferences in immunoassay jill tate, greg ward substances that alter the measurable concentration of the analyte or alter antibody binding can potentially result in immunoassay interference. Interfering, endogenous substances that are natural, polyreactive antibodies or autoantibodies (heterophiles), or human anti-animal antibodies together with other unsuspected binding proteins that are unique to the individual, can interfere with the reaction between analyte and reagent antibodies in immunoassay. Lipaemia, cross-reactivity, and exogenous interferences due to pre-analytical variation, matrix and equipment reaction also affect immunoassay. Interfering substances may lead to falsely elevated or falsely low analyte concentration in one or more assay systems depending on the site of the interference in the reaction and possibly result in discordant results for other analytes. The prevalence of interference is generally low in assays containing blocking agents that neutralise or inhibit the interference but is often higher in new, untested immunoassays. A wide range of analytes measured by immunoassay including hormones, tumour markers, drugs, cardiac troponin and microbial serology may be affected. Interference in immunoassay may lead to the misinterpretation of a patient's results by the laboratory and the wrong course of treatment being given by the physician. Laboratories should put processes in place to detect, test and report suspected interferences. It is equally important that physicians communicate any clinical suspicion of discordance between the clinical and the laboratory data to the laboratory. The detection of interference may require the use of an alternate assay or additional measurements, before and after treatment with additional blocking reagent, or following dilution of the sample in non-immune serum. It is imperative that laboratories inform physicians of the follow-up procedure and report on the presence of any interference. The establishment of on-going laboratory-physician contact is essential to the continuing awareness of wrong patient results due to interference. (Clin biochem rev 2004; 105-120).

Event description:
The affiliate stated the customer reported elevated, false positive troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay used in conjunction with the unicel dxi 600 access immunoassay system and access accutni calibrator. Reproducible results of 28.42 ug/l, 28.43 ug/l, and 26.87 ug/l were obtained and released out of the laboratory. As a result, the patient underwent catheterization and had further investigation, however, no abnormalities were observed. The physician stopped the patient¿s chemotherapy until it became clear that there was no cardiac issue. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. Additional testing of the patient¿s sample at another hospital, through an alternate methodology, produced a lower result of 0.003 ug/l. The physician questioned the cause of the false positive troponin I results. The patient¿s sample was sent to beckman coulter customer product line support (cpls) laboratory in europe for further analysis. The sample was collected in a 5 ml becton dickinson lithium heparin plasma gel tube and centrifuged at 1,550g (relative centrifugal force) for ten minutes, at room temperature. No system issues were noted. The instrument was in normal operation.